Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge intermittently displayed inaccurate fill estimates. Reportedly, the cartridges were filled with approximately 480 units of insulin. There was no impact to the customer's blood glucose (bg) level, and at the time of the reported event, bg level was 135 mg/dl. Reportedly, the customer completed the load process successfully, resumed insulin delivery, and continued using the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.